Event description:
(B)(6) year old (B)(6) the chemo tubing with phaseal connector at the end came disconnected from the patient, who had the phaseal adapter on his port tubing. The alaris pump immediately alerted "occlusion" and no chemo dripped out of the end of the tubing. The phaseal adapter on the port tubing was swabbed with alcohol and reconnected. Please ref report: mw5103033. FDA safety report ID# (B)(4).